Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was currently hospitalized due to a blood glucose level of 323 mg/dl. The caller reported that paramedics were called due to the customer also feeling very weak and nauseous. The caller also reported that the customer had heart failure. Customer's husband reported that the cannula may have been bent and that the insulin pump's buttons were hard to press. The caller was advised to monitor the insulin pump. The device was not replaced or returned for analysis.